Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% progressively stenosed, 3.0 x 15mm lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon catheter. The 3.0 x 15mm maverick monorail balloon catheter was then used, and resistance was encountered during advancement. The shaft of the catheter broke into two pieces during the procedure. The physician was able to withdraw both pieces of the balloon catheter together with the unspecified guide catheter. The procedure was completed successfully with another of the same device and an unspecified stent was placed. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% progressively stenosed, 3.0 x 15mm lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon catheter. The 3.0 x 15mm maverick monorail balloon catheter was then used, and resistance was encountered during advancement. The shaft of the catheter broke into two pieces during the procedure. The physician was able to withdraw both pieces of the balloon catheter together with the unspecified guide catheter. The procedure was completed successfully with another of the same device and an unspecified stent was placed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick monorail (mr) device was received for analysis bearing the same batch number as the catheter. While unpackaing the device it was noted to be in three pieces. Blood and contrast were visible throughout distal shaft. The proximal piece from manifold to first fracture measured approximately 30.5cm. The middle hypotube shaft measured approximately 47.5 cm. The third piece, midshaft to distal tip measured approximately 62.5cm. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).